Event description:
Agent ide. It was reported that restenosis occurred. In (B)(6) 2021, the index procedure was performed. Heparin or antithrombotic medication and gp iib/iiia inhibitor were administered at the time of index procedure. The subject was on antiplatelet other than aspirin (>= 72 hours), at the time of index procedure. A loading dose of 325 mg of aspirin and 300 mg of clopidogrel was given prior to the procedure. The target lesion 1 was located in the mid left anterior descending artery with reference length of 25mm and vessel diameter of 3.0mm. The target lesion was predilated using 3.0 mm x 20 mm balloon with 85% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 20 mm emerge balloon with 0% residual stenosis and timi flow of 3. On the same day, post-treatment with the study device, inadequate result was observed which led to increase the residual stenosis percentage to 50%. A diagnostic catheterization and intravascular ultrasounds (ivus) were performed and a stent was implanted to treat the event. Final angiographic results revealed 0% residual stenosis timi flow of 3. The event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel.